Event description:
Event description guidant received information that this pacemaker had stored electrograms indicating noise on the ventricular channel. The noise was causing ventricular oversensing. The patient had no symptoms.